Event description:
Brush piece came apart from the toothbrush head - oral-b [device breakage]. Case narrative: a store reported that a consumer stated that the brush piece came apart from the oral-b toothbrush head. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.